Manufacturer narrative:
Patient weight, ethnicity and race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -17.50/1.5/149 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of iridocorneal angles. The exchange resolved the problem. Cause reported as patient related factor.

Manufacturer narrative:
Patient weight, ethnicity and race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -17.50/1.5/149 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of iridocorneal angles. The exchange resolved the problem. Cause reported as patient related factor.